Manufacturer narrative:
Manufacturing year 2013. Amo investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. A field service specialist (fss) visited the account and when onsite the system would not come on. He replace parts, aligned, and verified operation. Fss also check vacuum as customer reported lost suction few times on 8/9/17. No problem found with the vacuum pressure. Laser meets specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the account there were a two suction breaks while laser firing. There was no patient injury reported. This is report 2 of 2.

Manufacturer narrative:
Correction in the initial report it was reported that the manufacturing date for the system was 12/1/2013. However, the manufacturing site has provided the date as january 2014. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.